Event description:
Healthcare professional reported that the patient "r/o uncomfortable port (patient request)" and the port was removed. Allergan is taking the conservative approach in reporting.

Manufacturer narrative:
Taper ii. (B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. Palpability is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No add'l info has been reported to allergan regarding the serial number or model number or add'l event details. See related medwatch report number: 2024601-2013-00622. Device labeling addresses the reported event of visibility/palpability as follows: "precautions" care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments.